Manufacturer narrative:
(B)(4). Physio-control recommended the customer replace the adult hard paddles attachment and provided the part number information. Follow up with the reporter confirmed that the customer replaced the paddle assembly to resolve the reported issue. The removed assembly was not returned to physio-control for analysis.

Event description:
It was reported that the adult external hard paddle plates separated from the paddle attachment. There was no patient use associated with the event.